Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/13/2013 with the following findings:. Testing confirmed moisture in the pump case but did not duplicate the unresponsive keys. There is no visible damage to the keypad. All of the keypad buttons respond properly. Removed the keypad and found no damage or contamination on the button contacts. No moisture seen from the outside of the pump. Performed the leak test and found a leak due to a cracked pump case. Opened the pump case and found evidence of moisture inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that up, down, and okay buttons were intermittently unresponsive after the pump was exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.